Event description:
It was reported that a caregiver observed elevated glucose at 281 mg/dl in the user while the ilet was dispensing insulin that was not reaching the bloodstream and was advised to visit the user to change supplies due to suspected infusion delivery issue consistent with hyperglycemia with unclear cause. Investigation included customer interview and troubleshooting. Investigation of this case revealed a probable infusion set or site issue preventing insulin delivery to the user. No symptoms associated with high blood glucose reported. Outcomes included user management without medical intervention. It was concluded that the event was related to use conditions associated with infusion delivery rather than a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.